Event description:
It was reported that the device was not detecting latch. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. Review of event history logs did not reveal any faults. This device has not been in for service within the review period. Visual/functional testing was performed. The reported problem, pump does not detect latch was duplicated by functional testing. The cause is the latch lock flex. Replaced the latch lock flex to correct the issue. The device passed all functional tests.